Event description:
This letter serves as formal notification of a malfunction involving the following equipment currently under our use: equipment: arrow pressure injectable - model: arrow+gard blue advance two-lumen PICC, lot number: 33f25d0022, installation date: (B)(6) 2026. On (B)(6) 2026 at 1445, our intervention radiologist began a PICC line placement by using ultrasound guidance to insert the introducer needle, 21g x 7cm. She received blood return and inserted the 0.018" guidewire. The guidewire was advanced but would not enter into the vessel. The needle was repositioned and she re-attempted advancing the guidewire. The guidewire again would not advance. Our radiologist removed the guidewire, asked for fluoroscopy which showed the tip of the guidewire broken off within the subcutaneous tissues of the right upper extremity.